Manufacturer narrative:
H6, health effect - clinical code and health effect - impact code updated. H3, h6: the reported device was not returned for evaluation. A review of sterilization records showed there were no indications to suggest that the product did not meet specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of historical escalations and the manufacturing process found a manufacturing issue related to an inadequate sealing process leading to sterile barrier breaches. A field action was implemented to mitigate risk to patient health due to possible improper/incomplete seal of the device packaging. Though the reported device was not returned for evaluation the reported event is likely to have occurred and with a probable root cause of a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue. A clinical review states that the surgeon has confirmed the patient has an unspecified infection; however, the specific details surrounding the infection including microorganism/lab analysis or pathological reports have not been provided. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided, the clinical root cause of the reported unspecified infection cannot be definitively concluded. It is unknown if the infection is directly related to the implant and/or improper, incomplete seal of the device packaging or hematogenous in nature. The patient impact beyond the reported unspecified infection and revision cannot be determined. A review of sealing process found that instructions are properly documented. All parameters must be reviewed prior the initiation of the sealing process. While sealing, the operator should seal only one pouch at a time, and all sealing pouches must be inspected in their entirety before and after the sealing process.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after an arthroscopy procedure in which an osteoraptor device was implanted, a patient suffered an infection. A revision surgery was performed. The patient's current health status is unknown.